Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 10/13/2015 reuse; electrode belt sn (B)(4): 10/20/2015 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. Prior to passing the patient received ten inappropriate defibrillations on (B)(6) 2016. The patient was in the hospital and unconscious at the time of the event. It was reported that the patient's doctors and nurses were present. The rhythm at the time of each treatment was atrial fibrillation (af) with a rapid response. The post shock rhythms were sinus tachycardia and af with rapid response. Rapid af rate over the treatment threshold contributed to the false detection. The response buttons were pressed before the first treatment; however, the response buttons were not pressed immediately prior to any of the treatment deliveries. The response buttons functioned appropriately. The last treatment was delivered at 10:09:26 on (B)(6) 2016. The battery died at 10:49:38 after 41 hours of use in the monitor, and the device was shutdown. The patient was in af with rapid response at 180 bpm at the time of device shutdown. While monitoring, no ventricular tachyarrhythmias were detection. The patient passed away on (B)(6) 2016. There is no indication that the lifevest caused or contributed to the patient's death, as the device was shut down when the patient was in a life sustaining rhythm.